Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: just for clarification, when the clips came out "slanted" from the device, were the clips fired out of the jaws in a crossed or scissored formation? Unknown or did clips feed sideways into the jaws? Unknown.

Event description:
It was reported that during an unknown procedure, after firing the second clip, the clips came out the device "slanted." After firing four more times, the clips come out varying between normal and slanted. A new er320 was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). D4: batch # t94e2w. Investigation summary the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.